Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 130 mmol/l. The result was questioned by a physician, so the sample was repeated. When repeated on a second analyzer, the sodium result was 136 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. A review of calibration data showed that the customer was experiencing calibration errors two days prior to the event. Quality control data showed out of range results intermittently. A review of alarm trace data showed abnormal aspiration alarms and a sample foam detection alarm. The field service engineer found a clogged sipper nozzle, vacuum nozzle, and probe. The ise dilution cup was cleaned. The sipper and vacuum nozzles were flushed. The sample probe was replaced. An ise check, calibration, controls, and precision studies were successfully run. The investigation determined the service actions resolved the issue.